Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement and foreign body in patient appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified right coronary artery. A 6f guide was being used and a 5.0 x 28 mm ultra stent delivery system was advanced to the lesion and the stent was deployed. The stent delivery system was removed without issue. A 5.0 x 18 mm ultra was being advanced to treat the lesion proximal to the deployed stent when the stent caught on calcium in the artery and the stent implant partially dislodged and was partially expanded in the artery. It is unknown if the device was completely in healthy tissue. A 5.0 balloon catheter was used for post dilatation and a 4.0 unspecified xience stent was implanted to bridge the two ultras. There was no adverse patient sequela reported. No additional information was provided.